Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Jaws, empty and latch posts. Additional information was requested and the following was obtained: did device jam and not fire clips? The clip did not come out. Or did device jam and get stuck on tissue? No. If device got stuck on tissue, how was device removed from tissue? Na. Was there any damage to tissue? No. If damage to tissue, describe damage to tissue and how tissue was repaired? Na. The er320 device was returned for analysis and upon inspection the jaws were found to be yielded. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and the lockout had been fired through. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The device was disassembled in order to evaluate the condition of the internal components and the latch posts were noted to be broken, which denotes that the lockout had been fired through. Possible causes for the condition found of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap sigmoidectomy, jamming occurred when the device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.